Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation it was noted that the right ventricular lead exhibited high capture threshold. Through echocardiogram and x-ray, it was found that the patient had sustained cardiac perforation by their right ventricular lead, resulting in pericardial effusion. Pericardiocentesis was performed and lead revision was scheduled. The patient was in stable condition.

Event description:
Additional information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.